Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreatic duct performed on (B)(6) 2022. During the procedure, it was found that the delivery system almost pushed into the bottom of the advanix pancreatic stent. Also, the delivery system ripped the pull wire and the push catheter became accordioned. It was reported that as it was deployed up the duct the advanix pancreatic stent became kinked at the back part of the stent near the flanges; however, it was successfully implanted inside the patient. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.